Event description:
It was reported that prior to use, the device was interrogated and indicated elective replacement (eri). The device was not used and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).